Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, patient was revised to addressed right failed total arthroplasty with recalled asr bearing, and loose vertically acetabular component. Revision notes reported of confirmed metallosis, which was mild in the posterior capsule. The acetabular component has a shifted position to approximately 90 degrees vertically and had an ingrown in this position. Thus, patient cyst was also debrided

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter is an attorney.

Event description:
Asr claim letter received. Claim has no allegations reported.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.